Event description:
It was reported that a female patient underwent revision breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral replacement surgery with saline devices on (B)(6) 2025. On january 21, 2026, the mentor failure analysis lab received the 300cc device for evaluation. On february 26, 2026, device evaluations were completed. Since both devices received do not have lot number, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. Hence, this report details investigation results for the second device received as malfunction. Both devices received are unknown saline implants smooth.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a missing material from the anterior view extending to the posterior view, measuring approximately 7.6 cm x 4.6 cm. Microscopic examination was performed on the missing material and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the missing material, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the rupture found, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: na. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).